Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found.most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified the strips have expired 07/31/2015. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 216mg/dl and 222mg/dl. Reviewed meter memory: 1:112mg/dl (B)(6) 2015 11:55:00 pm fasting: yes. 2:143mg/dl (B)(6) 2015 05:25:00 pm fasting: yes. 3:117mg/dl (B)(6) 2015 06:13:00 am fasting: yes. 4:80mg/dl (B)(6) 2015 09:36:00 pm fasting: yes. 5:82mg/dl (B)(6) 2015 09:37:00 pm fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified the strips have expired 07/31/2015. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 216mg/dl and 222mg/dl. Reviewed meter memory: (B)(6). Adverse event not reported.